Manufacturer narrative:
The dealer service engineer was dispatched to the customer site. The engineer evaluated the au5800 clinical chemistry analyzer. As troubleshooting measure inspected tubing's, syringes for bubbles and swapped the two buffer valves, without any improvement. Upon further troubleshooting the engineer determined the buffer valves were defective and causing the failure. The engineer replaced the ise buffer valves which resolved the issue. The system returned to normal operation after part replacement. No further issues were noted. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is case(B)(4).

Event description:
The customer the au5800 clinical chemistry analyzer generated false high ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.